Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the patient's diabetic ketoacidosis and emergency visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported on (B)(6) 2013 he activated a new pod and his blood glucose was in normal range before going to bed. The next morning ((B)(6) 2013) at 5:00 am, he woke up with bg reading "high" (>500 mg/dl) and he gave a bolus of approximately 10 units of insulin. He checked for ketones and there were none present. An hour later his bg was still reading "high" so he gave another correctional bolus of 10 units of insulin. He started to feel nauseous about an hour later so he checked his bg again, it was still reading "high." At 7:15 am to 7:30 am he was throwing up and decided to go to the emergency room. Upon arrival, his bg result was 697 mg/dl with the hospital meter. The pod was then removed when he noticed the cannula was kinked up inside the small viewing window of the pod. He was diagnosed with diabetic ketoacidosis and for 2 hours he was treated with manual injections of insulin (exact dosage was not provided). He was released from the emergency room around noon.